Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented to the clinic for follow-up and it was observed that the device was exhibiting post-paced t-wave oversensing. The device was reprogrammed and remains implanted.